Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was informed by the customer that after the iabp alarmed "system over temperature" it also shut down. The stm could not initially duplicate the alleged malfunction and did not see any entries in the fault logs. He returned the next day and found that the compressor temperature was showing 94 degrees celsius while sitting at room temperature. The stm ran the pump for awhile and was able to get it to fail and generate the same error initially reported by the customer. The stm replaced the temperature sensor and the compressor now reads 24 degrees celsius while sitting at room temperature. The stm completed full preventive maintenance and system tests and released the iabp back into clinical use.

Event description:
The customer reported that while the cardiosave intra-aortic balloon pump (iabp) was used on a patient the iabp had a system over temperature message. No patient harm or serious injury was reported, and no adverse event was reported.